Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle (tban) device was used during a bronchoscopy procedure. According to the complainant, after five needles passes, the needle bent and would not retract. The problem occurred inside of the patient. They removed the scope from the patient and they cut the device out of the scope. The procedure was completed with a competitor's device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The device was received with a syringe attached to the handle luer. The syringe was removed and a visual evaluation found that the handle luer had been stripped. The needle was not found to be bent, as reported. However, the working length of the device is bent. The evaluation also revealed that the device was severely damaged and had been broken in two separate pieces approximately 5cm from the distal tip. This most likely due to the user cutting the device out of the scope. A functional evaluation revealed that the drive wire can be extended and retracted. However, the kinks seen in the drive wire could have restricted the movement of the needle. The most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an excleon transbronchial aspiration needle (tban) device was used during a bronchoscopy procedure. According to the complainant, after five needles passes, the needle bent and would not retract. The problem occurred inside of the patient. They removed the scope from the patient and they cut the device out of the scope. The procedure was completed with a competitor's device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The reported event of needle failing to retract. The reported event of needle being bent. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.